Manufacturer narrative:
The device was returned to olympus and the evaluation found a sign of damage with kinks and a cut near probe tip. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited a sign of damage, with kinks and a cut near the probe tip. There was no patient involvement.